Event description:
It was reported that patient underwent a posterior surgical procedure at t4-t9. It was reported that the patient underwent a surgical procedure to have prior hardware removed for aesthetic purposes since fusion had occurred. During removal of a set screw the tip of the obturator broke off. No patient complications were reported.

Manufacturer narrative:
(B)(4). The obturator was returned for evaluation. Visually confirmed approximately ~4mm of tip has been broken off. The broken off portion of the tip was not returned for analysis. Angulation of the fracture surface is noted. The fracture is characterized as a quasi-brittle fracture surface with an irregular surface morphology, with little ductility, consistent with bend stress overload. Dimensional inspection of the driver shaft confirms diameter and hex form conform to print specification. A review of the device history records did not identify any applicable nonconformance to specification.